Manufacturer narrative:
Replaced power module. Got firmware up to date and evaluated the entire unit. Replaced cup holder, cell phone charger and light switch for his fender lights. Unit is working properly and the consumer is very happy.

Event description:
Consumer alleges he was allegedly thrown out of his unit and into traffic.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was allegedly thrown out of his unit and into traffic.